Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it was reported that the balloon of the deployment catheter made contact with the stj, causing the delivery system and valve to move too ventricular. The malposition of the valve caused pvl, which was corrected with the placement of a second valve. IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, the valve was deployed too ventricular, resulting in moderate paravalvular leak (pvl), and requiring placement of a second valve. Initially, the valve was positioned 50/50. Per report, due to the balloon of the deployment catheter making contact with the sinotubular junction (stj), the delivery system and valve moved and the valve was positioned too ventricular (20/80 a/v) causing mild to moderate (2-3) pvl. A second valve was used and the operator used some force to keep the second valve in place. The final deployment of the valve was 40/60 a/v; the valve was stable and there was no pvl. The native valve area was 350mm, and the stj was noted to be small, at 25mm by CT. The image intensifier angle was described as good, as was the coaxial alignment of the valve and delivery system. During deployment ventilation was held and pacing capture was not lost.